Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and iliac limb stent graft was implanted to treat an abdominal aortic aneurysm in 2015. At one (1) year post index the patient was noted to have had a secondary procedure to treat an endoleak type ia. The physician place an ovation iliac limb to resolve the leak. Recently, the patient has presented approximately three (3) years post index with component separation in the right common iliac. Reintervention is being discussed, but has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
It was reported that the patient has a 3a endoleak with component separation. A secondary procedure was completed. The physician elected to implant a non- endologix stent (gore) to treat the reported the event. It was reported that the intervention went well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Outcomes attributed to adverse events.